Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported renal issues occurred. A left atrial appendage (laa) closure procedure was performed. A watchman ® laa closure device was implanted. The next day, the patient experienced renal issues. No additional patient complications were reported and the patient was noted to be "doing well otherwise."

Manufacturer narrative:
Upn-search updated from unk727 - watchman delivery system - cmc - maple grove (intervent cardio) - 60000 to m635wu24060 - fg watchman laa closure device 24mm us - wu2406 upn updated from unk727 to m635wu24060. Catalog/model #, device lot number, device expiration date and device manufactured date updated. (B)(4).

Event description:
It was reported renal issues occurred. A left atrial appendage (laa) closure procedure was performed. A watchman ® laa closure device was implanted. The next day, the patient experienced renal issues. No additional patient complications were reported and the patient was noted to be "doing well otherwise".